Event description:
(B)(4). This spontaneous report was received from a consumer on (B)(6) 2007. A female consumer reported she received injectable poly-l-lactic acid (sculptra) and is having "lumps" at the injection. The event is considered ongoing. No further relevant info was reported. Add'l info for sculptra (lot number/expiration date unk) from product technical complain report case ID (B)(4) dated (B)(6) 2007, received by (B)(6) on (B)(6) 2007: since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related.

Manufacturer narrative:
Conclusion: no faults detectable. Addendum for f/u received (B)(6) 2007: the pt had two treatments done by physician with sculptra to even out a facial tissue deficit caused by use of a chemical peel/hydroquinone treatment received elsewhere. The pt feels that her "corrected" face looks some what asymmetrical after treatment, and is asking if there is any way to remove the sculptra from the "overcorrected area" which is the cause of her facial asymmetry. She stated that her treatments were completed about a year ago (treatment interval of six months). She specifically stated that she has not experienced papules, nodules or granulomas (which is contradictory to her initial report). No further relevant medical info reported.